Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , until they experienced further bleeding related issues on (B)(6) 2021 (MFR# 2916596-2021-02836). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department (ed) with epistaxis in the right nares with scant bleeding that would not stop. A tiny area of possible source bleeding was cauterized and then packed with merocele that resolved the bleeding. The patient was discharged to home and to follow-up with otolaryngology. The event was considered resolved without sequelae on (B)(6) 2021.